Manufacturer narrative:
The co rep replaced the main pc board. The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that during a routine check of the unit, the unit displayed an "electrical test falls" message.